Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous consumer report from (B)(4) of peritonitis in a patient coincident with extraneal viaflex, dianeal freeline solo pd4 1.5%, and dianeal freeline solo pd4 2.5% therapies, intraperitoneally (ip) for peritoneal dialysis. On an unreported date, the patient experienced peritonitis. It was unknown whether extraneal viaflex, dianeal freeline solo pd4 1.5%, and dianeal freeline solo pd4 2.5% therapies were ongoing or if the event resolved. The reporter declined consent to contact the healthcare professional. The reporter did not provide an opinion of causality for the event.